Event description:
It has been reported to philips that, geometry was not functioning. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that geometry was not functioning. Upon further troubleshooting action, fse found that the luc/luc extension spc1/2 not seated well and detector was not in its working position. The fse reinstalled the luc/luc extension and performed detector rotation position calibration. After reinstalling the luc/luc extension, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.